Event description:
Per or: the pt had bacterial endocarditis in 1995. The valve was replaced and the endocarditis was treated. The valve was explanted in 2000 due to recurrent endocarditis and vegetation.